Manufacturer narrative:
Additional information: h6 and h10. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection allowed to confirm the reported leakage. The reported condition was verified. The cause is a user error. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. It is to be noted that the prismaflex m100 set and all the accessories provided within the set, including the drain bag, is a single use product. This means that once used, the product must not be reused and should be discarded. During the investigation of similar complaints it has been noticed that the leakage on the drain bags occurred mainly after several hours of treatment, after being filled and emptied several times. The filling/emptying cycles generates physical constraints on the bags, near the welding of the exhausting tube, eventually causing pinholes to form and leakage to happen. However, the prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. The prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Only one bag is provided within the sets since this bag is the one needed to prime the set and to start therapy. Since therapy duration and prescribed doses vary for each patient and therapy, replacement bags are provided by baxter as spare bags. Due to an adverse trend of complaints in some countries a non-conformity has been opened at the plant. Based on the above, the main root cause identified for the reported events is an unintended use of the effluent bag.

Manufacturer narrative:
The event occurred on an unreported date in 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, one unit of the drain bag accompanying a prismaflex m100 set was observed to be leaking. The leakage reportedly occurred after 48 hours of use. There was no patient injury, or medical intervention associated with this event. No additional information is available.